Event description:
The complainant reported that during the therapeutic implant of a vaxcel chest port in a patient (age and gender unknown), the septum and catheter separated. The clinician obtained a second device and successfully completed the patient procedure. The complainant reported that there was no adverse affect on the patient as a result of the reported procedure.

Manufacturer narrative:
This device has not yet been received by this manufacturer; consequently an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further details become available; a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event. Our directions for use outline appropriate placement, access, and maintenance procedures.